Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 2nd, 3rd and 4th distal segments were flattened. The distal tip was flared. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4).

Event description:
The physician felt strong resistance attempting to advance an endeavor resolute drug-eluting stent to the severely calcified lesion at lad with 95% stenosis but could not cross; when the stent was removed it was not attached to the balloon. The physician gave up surgery. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4) - inherent risk of procedure - (dislodged). Patient's condition affected effectiveness of device (lesion morphology) - 95% stenosis and severe calcification. No results available since no evaluation was performed. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 95 % stenosis and severe calcification. (B)(4).